Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2014, the pt received a replacement lead (reference MFR. Report#: 1627487-2013-20625). It was reported the doctor experienced difficulty implanting the replacement lead due to the pt's anatomy. The pt lost movement form his shoulders down an hour after the procedure. As a result, the pt's scs system was explanted and he was hospitalized. Allegedly, the doctor stated there was a pinching on the pt's spinal cord at c2. In turn, the pt was sent to a convalescent center/home and will remain until otherwise.